Manufacturer narrative:
Continuation of concomitant: a3dr01 device, implanted: (B)(6) 2017.

Event description:
It was reported by the patient that they were experiencing pain and could feel the wire, or low-voltage lead, going across the top of their left chest. The patient noted when they bend their chest to look down, the wire "sticks" into their body causing pain. The patient is consulting with their physician and the lead remains in use. There are no corrective actions planned at this time. No further patient complications have been reported as a result of this event.